Event description:
It was reported that the system was difficult to steer. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the steering coupling and steering handle. The system operates as intended.